Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is not fully inserting the eyelet tip before impacting the implant. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the implants broke on insertion during a bankart repair procedure and were not fully retrieved. The surgeon pre-drilled and used a spear for tunnel preparation. The implants advanced approximately two-thirds of the way; the proximal one-third remained proud. The inserter cracked the remaining (proud) portions. The fragments were removed and the remaining implants provided excellent fixation; the repair was stable. Bone quality was reported as good. No further patient or event information was provided at the time this event was reported.